Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the display top lcd assembly to resolve the issue. The cardiosave iabp services were completed; safety and functionality checks were completed per the service manual and passed to factory specifications. The iabp unit was cleared for clinical service upon completion. (B)(6).

Event description:
It was reported that the upper display of the cardiosave intra-aortic balloon pump (iabp) had clarity issues. There was a black spot in lower left-hand side of top display causing portion of text to be illegible. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.